Event description:
A manufacturer bench repair technician evaluated the device. During the device evaluation, no evidence of foam degradation was found. However, an error code related to a ventilator inoperative alarm was found in the error logs. The root cause of the malfunction was traced to the circuit board needing to be replaced. There was no patient involvement. No further investigation required at this time.